Event description:
The report is from the study. The pt is a male. The pt had no cardiovascular history or risk factors. Pre-procedure, the pt's medication was aspirin and heparin. Indication for the index procedure was an anterior wall myocardial infarction (mi). During the procedure, medications were aspirin, clopidogrel, statins, ace inhibitors, heparin and a gp iib/iia medication. The target vessel was the mid left anterior descending artery. Vessel diameter was 3mm and the lesion length was 10mm. The lesion was de novo, a total occlusion of less than 3 months, irregular contour, and eccentric. Pre-procedure timi flow was 0. A cra 13300 was delivered by direct stenting and deployed at 15 atm. Post-procedure timi flow was 3. The pt was discharged a week after the index procedure. Medications post-procedure were aspirin, clopidogrel, statins, beta blockers and ace inhibitors. The pt was hospitalized for an angiography in late 2006. No other info is given. The pt was hospitalized for an mi in 2007. No other info is available.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis. A device history report review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with coronary stenting and often associated with the progression of cardiovascular disease. Without additional info, there is no clear indication that the reported events are not related to the index procedure, and yet it is not possible to determine exactly what factors may have contributed to the events.